Event description:
One balloon ruptured at approximately 5 atmospheres and the second balloon developed a pin-hole leak at approximately 7 atmospheres during a superficial angioplasty procedure of an extremly calcified and occluded lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The devices have not been received. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated these devices were used in an extremely calcified occluded lesion which co believes contributed to this event and does not attribute it to the devices. However, without evaluating the devices, co is unable to determine the exact cause for this event. Directions for use state: "due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immdeiately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."